Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was going to be explanted due to an infection. When the pocket was opened at the surgical intervention, it was found as not infected. The pocket was irrigated and the system was left in place. No additional adverse patient effects were reported.